Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient saw poor communication on their patient programmer. Friend/family member reported they were troubleshooting with the patient who stated they could not get the remote to connect, they were seeing the poor communication screen. Caller reported they tried with and without the antenna and it was not connecting. Caller stated it was causing pain and shocking the patient. It was causing shooting pain, which started when the remote started to not work. A new patient programmer was sent to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient reporting that they had to be sent a new patient programmer and inquired on increase button use of programmer in which was reviewed with patient. Patient called back again and reported they had the stimulation down to 0 and off, however was still feeling the "jolts" all the time. Patient redirected to healthcare professional. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/ pelvic floor. It was reported that the patient was troubleshooting and stimulation was shown to be on at 3.5v. Patient reported stimulation was set to 7.5v but they were in the hospital and ¿it shut off.¿ patient reported then their daughter increased stimulation to 3.5v but they want to increase to 7.5v again because ¿it wasn¿t working.¿ patient clarified and stated that they were in the ER on wednesday (it was confirmed the ER visit was unrelated to the patient¿s therapy) and when they put the patient on the bed the ridge of the bed pan was right against the stimulator and turned the stimulator off. Patient reported they stopped feeling stimulation and started to have problems wetting their pants. Patient noted their daughter helped them to adjust stimulation later on and brought stimulation to 3.5v. Patient reported they wanted to put stimulation back at 7.5v. Patient asked if stimulation was supposed to hurt, it was reviewed and was recommended that stimulation should be decreased to comfortable level. Patient stated they decreased to 5.4 v and confirmed stimulation felt comfortable. Patient later reported that they were still having discomfort from the stimulation and reported that ¿it comes and goes.¿ patient called back later and stated they increased stimulation to 5.5v and felt quivering in their bladder. Patient initially stated it wasn¿t uncomfortable, but then stated it was. Patient wanted to know if it was normal, it was reviewed to turn stimulation down a little bit. Patient called back at a later day and said they turned stimulation back on and that it was shocking them. Patient was instructed to turn stimulation down and stopped at 2.1v and stated that ¿stimulation felt funny,¿ so they decreased to 1.4v, but stated they need it higher for symptoms. Patient reported a return of symptoms since 2017 (3 weeks ago). Patient stated they went into hospital and thinks their ins shut off. Patient statedagain the hospital visit wasn¿t related to the device/therapy. It was confirmed the ins was on, and decreasing stimulation eliminated the uncomfortable stimulation. There were no further complications reported.